Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited shock impedance values that were high, out of range and low, within normal limits. It was recommended to perform aggressive maneuvers while taking serial impedance measurements and looking for artifact on the shock electrogram. At this time the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.